Event description:
The report stated that oozing under 200cc occurred although an end tone, indicating a completed seal, was heard. Several good seals were completed prior to the incident. Another device was used to complete the procedure without incident.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.